Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral side. The recipient is reportedly doing well with the new device.

Event description:
The recipient is reportedly experiencing device extrusion. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's site has reportedly healed. This is the final report.

Manufacturer narrative:
(B)(4). The recipient reportedly was prescribed one week of oral antibiotics prior to surgery, to reduce any intraoperative inflammation. The recipient was given one week of post-operative cephalexin orally. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.